Event description:
It was reported that the cartridge was leaking from the septum. Reportedly the customer continued to use the cartridge for insulin therapy. The customers blood glucose level was 201 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.